Event description:
Surgeon is confident that the patient's death had nothing to do with the port itself but rather a case of very sick patient whose underlying medical conditions were to blame. Surgeon mentioned 'that the patient died either having the port inserted or soon thereafter...'

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is no longer available. A lot history review (lhr) of reug1135 showed no other similar product complaint(s) from this lot number.